Event description:
It was reported that during a right bleb procedure, on the third firing with a gold cartridge the device only fired 15-20 mm forward and then stopped. The battery and everything stopped. They tried the reverse button and the manual release but they did not work. The surgeon pried the jaws open with their hands. They were able to get it open and off the tissue. There was no damage to the tissue. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Right lower lung. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Partial fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.